Event description:
It was reported that the patient was asymptomatic. It was noted that non-sustained oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and were to be completed at a future follow up in clinic. The patient was stable.